Manufacturer narrative:
Continuation of concomitant: dtba1d1 ICD, implanted: (B)(6) 2016; 419478 lead, implanted: (B)(6) 2011. This device was reported as included in the field action.  Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that there was a lead integrity alert for out of range impedance and noise on the right ventricular lead. All tachycardia therapies were programmed off. The lead was explanted and not replaced as the patient underwent a heart transplant procedure. The patient is a participant in the (B)(6). No patientcomplications have been reported as a result of this event.